Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer also had a motor error alarm. Customer's blood glucose level was 265 mg/dl. Customer stated that he had a crack no the display. Customer was getting out of his truck and the pump bumped up again his truck. Customer stated that he crack was running from the time straight down the center of the display. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer did not troubleshoot for the alarms because pump will be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The unit passed the displacement, rewind and basic occlusion tests. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. No motor error alarm noted. Damages to the display window, case, battery tube threads, reservoir tube window, reservoir tube lip and lcd glass also noted.